Event description:
Complainant alleged that during biomed testing, the device failed the electrical safety test for ground resistance. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty connector on the bridge board assembly harness. Analysis for reports of this type has not identified an increase in trend.